Manufacturer narrative:
Lot review: a review of lot# 3237290 showed (B)(4) units were manufactured, tested, inspected and released in 04/16 citing no exception documents. Visual receipt analysis: 12/29/2016 - received one used 886-52510-14, optiq catheter lot# 3237290. A touch contamination sheath covered the catheter from the 5 to 85cm marks. The balloon was confirmed to be split. Functional testing: unit was visually examined. The balloon was observed to be ruptured. The cause of the rupture could not be determined. But does not appear to be from manufacturing processes. The origin of the burst appears to have been caused from external damage. Final analysis summary: the reported complaint of balloon broken was confirmed. The root cause of the failure could not be determined. The balloon was observed to have been ruptured when inflated. The damage to the balloon does not appear to have been caused from manufacturing processes as each catheter is 100% tested for functionality.

Event description:
Complaint received regarding one 886-52510-14, optiq catheter lot# 3237290 (mfd. 04/16). Report states: balloon broken. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3237290 showed (B)(4) units were manufactured, tested, inspected and released in 04/2016 citing no exception documents.

Event description:
Complaint received regarding one 886-52510-14, optiq catheter lot# 3237290 (mfd. 04/2016). Report states: balloon broken. No adverse patient consequences reported.